Event description:
It was reported that the patient received medical treatment for hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours in the leg. Symptoms reported include abdominal pain, nausea, positive ketones and polydipsia. The patient's mother contacted the patient's physician who instructed to take short-acting insulin every 2 hours until ketones were negative, then take short-acting every 3 hours until long-acting insulin was able to be given. Patient was given a prescription for the long-acting insulin. The pod had reportedly fell off the infusion site, causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.